Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
This manufacturer report is for the annular rupture post valve deployment. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the annular rupture cannot be confirmed; however, per report it was caused by patient factors (annular calcification). There was no allegation or indication a device malfunction contributed to this adverse event. The device remains implanted in the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Reference mfg. Report no. 2015691-2019-03923.

Event description:
As reported through our (B)(6) affiliate, the patient died from a complication during a transfemoral deployment of a 26mm sapien 3 valve in the aortic position. Additional information clarified that the apex was perforated with a guidewire at some point between insertion of a balloon valvuloplasty catheter and implant of the sapien 3 valve. It is not known if the guidewire was on the bav catheter or the delivery system at the time the guidewire perforated the ventricle. A decision was made to convert to an open procedure to repair the perforation. The 26mm sapien 3 valve was implanted with nominal volume. After valve deployment, the annulus was perforated by small calcium nodule in the left ventricle outflow tract (lvot). The patient experienced a tamponade then cardiac arrest and subsequently passed away later that evening. Per report, the patient expired due to the ventricular perforation and annular rupture. The patient¿s annulus measured 450.5mm, the annulus was mildly calcified, and the leaflets were mildly (low) calcified. The cause of the perforation was considered to be related to the procedure and not to the edwards¿ devices. There was no report of device malfunction.